Manufacturer narrative:
The root cause of the introducer damage that led to the access site bleeding and vascular damage was unable to be determined because the product was not returned for review.

Event description:
An insertion of the impella cp was aborted due to a malfunction of the 14fr introducer in (B)(6). The 14 fr introducer was placed after serial dilations, as per the instructions for use. After insertion of the introducer, the team observed blood loss from the access site, and upon inspection of the 14 fr introduce there were lateral tears and cracks. The team removed the introducer, held manual pressure for approximately twenty five minutes, and then called for vascular surgery to suture the puncture site. Due to the blood loss fourteen units of blood was infused back to the patient. Impella cp insertion did not take place. Instead the patient was supported by the va ECMO.